Event description:
(Information was received indicating that a pump with a cadd cassette reservoir attached exhibited ? No disposable, clamp tubing" three times. It was reported that troubleshooting was unsuccessful, and air was observed in the line. Per reporter residual volume was: 14.8 ml, rate 1.4 ml.hr and 47.7 ml was given. No adverse patient effects were reported. No additional information available.

Manufacturer narrative:
Additional contact information: (B)(6).